Event description:
The email received for the (B)(4) study indicated that approximately 8 months post index procedure, the patient died from general deterioration. The death was noted to be unrelated to the index stent and procedure. The adjudication minutes received 5/11/2011 agree with the previous diagnosis that although the contributing etiology for the patient's death approximately eight months after stent deployment was listed as neurological in origin it was not related to the stent placed in the right carotid artery nor the index procedure. Additional information states that the patient experienced a non-ipsilateral stroke on the day of the index procedure. Additional information also states that the patient experienced an event of hypotension during the procedure requiring treatment with medications.

Manufacturer narrative:
This (B)(6) male patient with contralateral carotid occlusion had a precise stent implanted in the ostium of the right internal carotid artery on (B)(6) 2008. The patient experienced an event of hypotension during the procedure requiring treatment with medications. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13303885 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Hemodynamic depression during carotid artery stenting procedures is a common event and is most likely related to coronary sinus reflex or vagal response. The vagus nerve enters the thorax between common carotid artery and subclavian artery and descends downward. During balloon inflation or stent deployment, pressure can be exerted on the nerve stimulating a parasympathetic response, i.e. Bradycardia, hypotension, heart block, asystole, etc. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device, but is likely related to vessel characteristics, patient and procedural factors.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.